Event description:
Diagnosed with grade I pseudospondylolisthesis (spinal stenosis) 2/93. Two plates and 4 pedicle screws plus one cross member were implanted in rptr's vertebral column at level l4-l5 using posterior approach on 3/12/93. Mechanical system stated by surgeon to be "permanent" but removed at rptr's insistence due to inability to progress. Explantation performed on 7/15/94 (all mechanical system mentioned previously, removed). Bone graft underneath plates stated by surgeon to be "solid". Please note: MFR's rep was physically present in operating room during implantation as rptr signed permit for rep to be present; also rptr and spouse physically saw rep in holding area. Aftr explantation, quality of life gradually deteriorated to small smount of activity. No employment, limited social activity, much pain, and emotionally unstable.